Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during a training, the autopulse platform constantly displayed a user advisory (ua) 2 (compression tracking error) message. The lifeband was replaced but the message did not clear. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Please note that a correction was made name and address. The autopulse platform in complaint was returned to zoll on 10/30/2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows no physical damages to the platform. A review of the autopulse platform's archive was performed and the reported complaint of a user advisory (ua) 2 (compression tracking error) fault was confirmed. The archive data shows that multiple ua 2 faults occurred on the reported event date of (B)(6) 2014. In addition, ua 18 (max take-up revolutions exceeded) and ua 12 (lifeband not present) faults were observed to have occurred on the reported event date. However, these user advisories are not related to the reported complaint. Functional testing was performed and the reported complaint was confirmed. It was found that one of the load cell modules was not functioning. Based on the investigation, the part identified for replacement was the load cell single point. In summary, the reported complaint of a ua 2 fault was confirmed based on the platform archive review and during functional testing. The fault was found to be due to the load cell single point. The ua 18 and ua 12 faults observed in the platform archive data are unrelated to the reported complaint. The root cause for these user advisories could not be determined. However, per the autopulse maintenance guide (p/n 11653-001), ua 18 is an indication that the autopulse has detected that either the mannequin's chest is too small while sizing the mannequin (take-up) or that there is no mannequin on the platform. Ua12 is an indication that the autopulse has detected that the lifeband is not properly installed. Upon replacement of the load cell, the platform was re-evaluated through functional testing and passed all testing criteria.